Manufacturer narrative:
B2: outcomes attrib to adv event updated. Device evaluated by MFR.: promus premier ous mr 32 x 3.00mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified that stent struts at the proximal end of the stent were bunched and pushed in a distal direction towards the proximal end of the distal markerband. The stent was still secured on the balloon. The undamaged stent od (outer diameter) was measured by a snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified no tip damage. A visual and tactile examination of the hypotube shaft found no damage. Visual, microscopic and tactile examinations of the distal extrusion identified no damage. No other issues were identified during analysis.

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the radial artery. The 70% stenosed, 2.5mm x 30mm, concentric, in-stent restenosis target lesion with a bend of between 45 and 90 degrees was located in the severely tortuous and severely calcified left anterior descending artery. A 32 x 3.00 promus premier drug-eluting stent was advanced to treat the lesion. However, during introduction, the stent came off the balloon before deployment. The device was removed using a snare. There was no detached fragment as the whole stent was captured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the radial artery. The 70% stenosed, 2.5mm x 30mm, concentric, in-stent restenosis target lesion with a bend of between 45 and 90 degrees was located in the severely tortuous and severely calcified left anterior descending artery. A 32 x 3.00 promus premier drug-eluting stent was advanced to treat the lesion. However, during introduction, the stent came off the balloon before deployment. The device was removed using a snare. There was no detached fragtment as the whole stent was captured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
B2: outcomes attributed to adv event updated.

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the radial artery. The 70% stenosed, 2.5mm x 30mm, concentric, in-stent restenosis target lesion with a bend of between 45 and 90 degrees was located in the severely tortuous and severely calcified left anterior descending artery. A 32 x 3.00 promus premier drug-eluting stent was advanced to treat the lesion. However, during introduction, the stent came off the balloon before deployment. The device was removed using a snare. There was no detached fragtment as the whole stent was captured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.